Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the alaris 8100 pump drew air into line before bag being infused was empty. There was no information on patient impact.

Manufacturer narrative:
Correction : report source. Additional information : describe event or problem, imdrf annex a and g codes.

Event description:
Received a copy of customer's medwatch form "it was reported that the alaris 8100 pump drew air into line before bag being infused was empty." There was no information on patient impact.